Event description:
While device was on patient, ventilator indicated there was a device error (function 3). Patient removed from device and manually bagged while new ventilator was set up on patient.======================manufacturer response for ventilator, drager (per site reporter).======================drager tsr in to service vent. C500 replaced. Awaiting so at this time but tsr has released vent back to service. Vent rts.